Event description:
Additional information noted that the system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system infection and erosion. It was noted that the area was blue and there was inflammation. Antibiotics were given to the patient and debridement was performed, no revision was planned. No additional adverse patient effects were reported.